Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the active blade broke when it was cleaned with gauze. Another device was used to complete the case. There was no adverse consequence to the pt.